Event description:
Boston scientific crm received info that approx 20 days after implant, the dextrus right ventricular lead micro-dislodged, exhibited intermittent non-capture at maximum outputs and had poor sensing. In a revision procedure, the lead was explanted and replaced with a new competitive lead. No adverse pt effects were reported. Explant date not available.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the analysis is based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. Review of the quality documents showed a regular manufacturing process.